Event description:
It was reported that during an unknown procedure, the device is not clipping correctly and there is a gap in the middle of the clip. It is unknown how the procedure was completed. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: how many times has this same event happened? Two, both from the same box. Have all the cases been reported to ees? No. Did the clips form? No. How many devices are being returned for analysis? One. Who should the shipping kits and pre-paid labels be sent? (B)(4). Who was the surgeon? (B)(6). How were the cases completed? By opening a reprocessed package. Were there any patient consequences? No. How was the patient(s) impacted? Na. Which firing of the device did this event occur on? The first through fourth. What vessel or structure was the device fired on at the time of the event? Cystic duct & cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.